Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had particulate matter in one of its tubing lines. A care giver (cg) described the particulate matter as "brown soot." The cg disposed of the cassette prior to use. There was no patient involvement. No additional information is available.